Event description:
During a percutaneous transluminal angioplasty (pta) procedure, the balloon catheter could not be withdrawn from the lumen of a 6 fr sheath after being inflated 5 times. Balloon inflations: 1st and 2nd pressure; 6atms, 3rd and 4th pressure; 8 atms, 5th pressure; 9 atms. There were no pt complications and the current pt status is reported to be good.